Manufacturer narrative:
Method - (testing not performed). Results - (product not returned). Conclusions: (no eval will be performed).

Event description:
Customer has reported that steri-strips were applied over compound benzoin tincture (cbt) post a hernia repair. The customer also reported that 3-4 days post op, he had developed inflammation exactly where the cbt was applied and that 17 days post op, the reaction activated the area on his neck, spread to his face, ears, then to his arms and legs, and his eyes were swollen half shut. It was reported that the customer was treated with a prescription of .1% topical steroid.